Manufacturer narrative:
The customer called back to perform the high pressure test. The customer stated that the insulin pump did not pass on the first test however; a second high pressure test as performed and the insulin pump alarmed no delivery. The customer was advised that the insulin pump passed the high pressure test and is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose level of 444 to 600 mg/dl. Customer treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. Customer indicated that the entire set has already been changed out. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.